Manufacturer narrative:
The device was received fully deployed with an expected number of pulses during priming. No timeouts or drive stalls were observed in the pod data. No damages or defects that would contribute to a needle mechanism failure were observed. Despite no damages being found, the exact timing of cannula deployment could not be determined. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 22 mmol/l (396 mg/dl) while wearing the pod for less than an hour. Upon the patient inspecting the pod, it was discovered that the pink slide insert did not move into the viewing window. This indicates a failure of the needle mechanism to deploy as intended.